Event description:
It was reported that a spectrum pump was not recognizing when the door was closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported symptom of "does not recognize a closed door" was confirmed through evaluation. Evaluation experienced "load set messages" when the door was closed, indicating that the device does not recognize a closed door. This deficiency was caused by a failed upper link switch. The upper auxiliary was replaced.